Event description:
The following has been reported: biomed reported: ""error code states to take the pump out of service, due to equipment failure" on the note biomed work order." Patient harm: no, a preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Upon return, the device has double red pump alarm after start up. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed (valve 1 ok). Performed hardware test and unit failed due to valve 2 leak failure. Investigation found the tank body assembly is damaged on the positive charge side. Removed and replaced tank body. Performed hardware test and unit passed. No other damage found.